Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D4: device identification serial number correction. D9: device availability additional information. G3: date received by manufacturer additional information. G6: report type updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional information. H6: adverse event problem additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share log was performed and signal loss was not found within the investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.